Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as ventilator device failed the tightness test and flow sensor calibration. · this occurrence was firstly noticed during the preoperational check and afterwards also during inspection. · various alarms were observable. During the preoperational; tightness test and flow sensor calibration. By running the service software, also the obstruction valve test and sys tubing tightness test failed. · these malfunctions were reproducible. · there is no patient involvement reported. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4).. Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as self test of ventilator device failed. · this occurrence was noticed during the start-up. · the alarm was observable. Te 231022 (pexpvalve sensor defect). · the device log files were provided to hamilton. · this malfunction was reproducible. · there is no patient involvement reported. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.